Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was treated for high blood glucose with pump and shots of novolog. The customer was advised the 2 high blood glucose rule. The troublshooting was perform, customer declined to do the high pressure test and would like to try differen infusion set. The customer may be calling back later for high pressure test.